Event description:
Info received indicates the bed is drifting into reverse trendelenburg.

Manufacturer narrative:
The technician found the hi/low foot cylinder leaking hydraulic fluid. The technician replaced the foot cylinder to repair the bed.